Event description:
It was reported that upon boot up of nim system, the battery was not charged enough. When plugged into the wall there was an error message on the black screen. Rebooted the system which resolved the issues. When plugging in the battery, it says "insufficient power to charge pi boxes, ac power lost, will shut down soon," and the system shuts down after a minute. When the system was off and the battery was plugged in, it keeps losing power, with the power light going out every 30 seconds. This cycle repeats, with the power light going on and off every 30 seconds without turning the system on. Changing outlets does not resolve the issue, and the battery shows only one bar. However, the system turns on as expected without the battery. On one boot up, it displayed an error message of "get exported value," but upon reboot, the system turned on and went to the software. The representative checked with another full battery to see if it reacts the same way. Despite using a known working battery across several power outlets, the system still experiences intermittent power issues, either not powering on or powering itself off. There was no patient involved.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device had power management board failure. H6: previously applied codes of fdm b21 and fdc c21 are no longer applicable. Additional code of img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.